Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when trying to fire the device in order to anastomose the bowel, the firing clip would not move on the 3rd use of the gun resulting in a bowel perforation. The device was stiff while using it on each attempt. Replaced by a new device and repairing of the perforation was done to complete the case.